Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Suspected cause of bg was alleged to be the five insulin duration from control iq technology. Recommendation was made to consult with a healthcare provider to discuss diabetes management.